Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of high readings is due to vial being opened and exposed to moisture.

Event description:
Consumer reported complaint for high blood glucose and control test results. The customer's expected fasting blood glucose test result range is 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer performed 2 control test and the results were 58 and 62mg/dl. The test was performed again and the result was 58mg/dl. Control test not within acceptable range of 26-56mg/dl. Control level one lot #5bc1a10 manufacturer's expiration date is 11/30/2017 and open date is (B)(6) 2016. He says his blood result has never been over 160mg/dl.